Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which successfully resolved the malfunction. The customer understood the instructions and continued using the pump, with the advice to call back if any further issues arise.